Manufacturer narrative:
During the investigation of a similar case in 2016 maquet got new investigation results and decided on (B)(6) 2016 to initiate a field action for this issue. Because of the new investigation results maquet reassessed this case as reportable event. Probably frequent overload or rough handling (e.g. Because of collisions) led to the breakage. The breakage was possibly promoted by a not optimally executed weld joint. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported to maquet that a weld at the fixture 1002650a broke. No injury was reported to maquet. (B)(4).